Event description:
Prior to a procedure, after self test there was no function, error code shears. Reconnection of the shears self test again, same fault. The next step, new shears and again same procedure and same errors. There was no patient consequence.

Manufacturer narrative:
The analysis results found that two devices were returned with the blades scratched, gouged and cracked. An error code 5 was noted during testing. Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."